Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The heartware ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. Gastrointestinal bleeding has been identified as a known potential risk associated with use of all vads as outlined in the instructions for use (IFU). The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. With review of available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, clinical factors that may have contributed to gastrointestinal bleeding are multifactorial and are thought to be partially related to the continuous, non-pulsatile flow, anticoagulant therapy, past medical history and related comorbidities. There are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical study database that this patient presented to the hospital on (B)(6) 2017 with gastrointestinal (gi) bleeding. The patient was on warfarin and aspirin at the time of admission. International normalized ratio (inr) was supratherapeutic. The source of the bleeding was unknown but the stool guaiac test was positive. The patient was transfused a total of four units of packed red blood cells (prbcs) during hospital stay. The patient's medication was also modified. The patient was discharged on (B)(6) 2017.  The medical team reported that the event was not related to the device. No further information was provided.